Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer changed the supplies.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.